Event description:
Procedure: l. Ant. Resection with end to end anastomosis. According to the report: after firing the anvil was tilted, but the device was hard to remove. The proximal side of the donut ring was not symmetrical. Additional resection of tissue was required. The surgeon used another device to complete the procedure. There was no bleeding and nothing fell into the patient cavity. There was no tissue damaged, and the or time did not exceed 30 minutes.

Manufacturer narrative:
Date of initial report sent: 11/12/2009.